Manufacturer narrative:
(B)(4). Batch # 481a36. Additional information was requested, and the following was obtained: is the current patient status known? There is no consequences in patient. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the jaws and closure trigger in the closed position and tissue between the jaws. Also, the knife was partially advanced, and with one gst45b reload loaded in the device. The reload was received partially fired 2/3 and with damage on reload deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned. However, the knife was not completely in the home position causing the jaws not open as expected. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. The knife was returned completely to the home position and the jaws opened without any difficulties. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 481a36, and no non-conformances were identified.

Event description:
It was reported that the powered echelon gun got stuck during firing in the surgery. No patient consequences reported. No further information is available.